Event description:
It was reported that the patient presented with the pacemaker having eroded through the skin. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was erosion. Visual and electrical analysis indicated no anomalies.